Manufacturer narrative:
Medical device: 5076-52 lead implanted: (B)(6) 2017, a2dr01 ipg implanted: (B)(6) 2017.

Event description:
It was reported that on the day after implant, the his bundle right ventricular (rv) lead was checked and found to be dislodged. The his bundle rv lead was repositioned, an additional rv lead was implanted and the patient was upgraded to biventricular implantable pulse generator (ipg). About two weeks later, the patient presented to the emergency department due to pain by the ipg and internal hiccups that were due to the his bundle rv lead dislodging again. It was also determined that the rv lead exhibited high thresholds and loss of capture. It was also noted that there was far field r-wave oversensing due to the right atrial (ra) lead. The physician wanted to explant the his bundle rv lead and use the two existing rv and ra leads, but upon opening the pocket, it was determined that the pocket was infected. The system was explanted and later replaced. No further patient complications have been reported as a result of this event.